Event description:
The customer reported to olympus that the main lamp on their evis exera iii xenon light source does not ignite but spare lamp does work. Additionally, there is a loose connection causing interference. The event occurred during an unspecified procedure. There was no harm or user injury reported due to the event. This report is being submitted for the lamp issue.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was found the loose connection is due to broken scope socket tap not protecting socket pins. It was also noted corrosion inside scope socket, the olympus life lamp meter was out of range, and the front panel mouth is cracked. The reported issue main bulb does not illuminate but spare lamp does was not able to be confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the lamp not igniting was likely due to deterioration overtime. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.